Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user removed the ilet and remained on injections after experiencing both high and low blood glucose while using the system, including a lowest glucose of 53 mg/dl and elevated readings for approximately six hours later in the day; the user had announced ¿usual for me¿ for meals after coaching to reduce ¿less than¿ announcements, noted overnight hypoglycemia after dinner, and subsequently discovered an infusion set adherence issue that prompted a site-only change, after which the ilet continued to deliver correction doses alongside a dinner announcement. Symptoms included hypoglycemia without reported physical complaints. Outcomes included self-management with oral carbohydrates for lows and correction of highs after replacing the infusion site, with no need for outside assistance or medical intervention. Investigation included review of device data and user reports. Investigation of this case revealed that improper or compromised infusion set adhesion led to inadequate insulin delivery and subsequent hyperglycemia, while meal announcement practices contributed to glycemic variability; the ilet generated high and low alerts as designed, and the dexcom g7 functioned as the cgm. It was concluded, based on previously established findings for similar reports, that the cause was user-related infusion site integrity and meal announcement use, not a device malfunction.